Event description:
An incident was received by veriflo on 8/13/99 indicating a dental assistant sustained an injury consisting of second degree burns during the use of an oxygen cylinder. Veriflo manufactured the regulator which is connected to the gas cylinder. The reported incident was received via a report from the fire dept which indicated the incident occurred on 8/13/99 when the cylinder gas somehow produced a fire when the operator attempted to release the oxygen during use. The subject regulator was connected directly to an oxygen tank located in a closet in a dental office. As the dental assistant cracked open the o2 cylinder valve there was a loud pop and flames shot out from the lp regulator cap vent holes. The assistant received 2nd degree burns to her forearm and some burns to her forehead, (as reported by the fire marshal). Personnel were evacuated and the fire dept was called. There is no record of anyone shutting off the cylinder. Damage to the facility was very minor.